Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Field experience of stripped set screw was verified in the lab. When trying to tighten down the a tip set screw onto a test lead, the torque driver slipped in the set screw cavity. Visual inspection of the set screw revealed that it was stripped and had septum material inside its cavity.

Event description:
It was reported that during a pocket revision, the physician removed the atrial lead from the can and noticed the set screw was stripped. The device was explanted and replaced.